Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and arthritis ("autoimmune disorder type of disorder:arthritis in knees and neck") in a 44-year-old female patient who had essure (batch no. A63339,a63339) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, ulcerative colitis, migraine headache, hypothyroidism, nasal operation and oral surgery. She was doing well with no major issues,. Concurrent conditions included dizziness, numbness, head injury, cryocautery of cervix, foreign body in uterus, any part, abdominal pain generalized, oral pain and uterine fibroid. Concomitant products included conlunett (ortho-novum) from 1991 to 2013 for contraception as well as aciclovir (acyclovir [aciclovir]) since 2012, levothyroxine since 2004 and mesalazine (lialda) since 2006. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue,"). In (B)(6) 2015, the patient experienced feeling abnormal ("brain fog") and abdominal distension ("other injury(ies) or complication(s) bloating"). In (B)(6) 2015, the patient experienced arthritis (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced light chain analysis increased ("blood or heart disorder/condition type: free high light chain ratios,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tumour haemorrhage ("abnormal bleeding(vaginal, menorrhagia) from fibroid"), vulvovaginal pain ("reproductive system disorder or condition type of disorder or condition: vagina pain requiring"), neck pain ("neck pain"), arthralgia ("knee pain"), pain in extremity ("joint pain in fingers"), paraesthesia ("tingling") and uterine leiomyoma ("ultrasound of vagina found a fibroid"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthritis, menorrhagia, vulvovaginal pain, light chain analysis increased, feeling abnormal, neck pain, arthralgia, pain in extremity, vaginal haemorrhage and uterine leiomyoma outcome was unknown and the tumour haemorrhage, fatigue, abdominal distension and paraesthesia had resolved. The reporter considered abdominal distension, arthralgia, arthritis, fatigue, feeling abnormal, light chain analysis increased, menorrhagia, neck pain, pain in extremity, paraesthesia, pelvic pain, tumour haemorrhage, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: fibroid. Healthcare provider told that the hsg couldn't be performed due to cervix on (B)(6) 2013. Two to three coils were present bilaterally at the end of the hsg procedure( per mr). Most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet (pfs) received - the events ¿vaginal bleeding¿ and ¿uterine fibroid¿ were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain,") and arthritis ("autoimmune disorder type of disorder:arthritis in knees and neck") in a 44-year-old female patient who had essure (batch no. A63339,a63339) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, ulcerative colitis, migraine headache, hypothyroidism, nasal operation and oral surgery. She was doing well with no major issues,. Concurrent conditions included dizziness, numbness, head injury, cryotherapy, foreign body in uterus, any part, abdominal pain generalized, oral pain and uterine fibroid. Concomitant products included conlunett (ortho-novum) from 1991 to 2013 for contraception as well as aciclovir (acyclovir [aciclovir]) since 2012, levothyroxine since 2004 and mesalazine (lialda) since 2006. On (B)(6) 2013, the patient had essure inserted. In february 2015, the patient experienced fatigue ("fatigue,"). In march 2015, the patient experienced feeling abnormal ("brain fog") and abdominal distension ("other injury(ies) or complication(s) bloating"). In july 2015, the patient experienced arthritis (seriousness criterion medically significant). In october 2015, the patient experienced light chain analysis increased ("blood or heart disorder/condition type: free high light chain ratios,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia) from fibroid"), vulvovaginal pain ("reproductive system disorder or condition type of disorder or condition: vagina pain requiring"), neck pain ("neck pain"), arthralgia ("knee pain"), pain in extremity ("joint pain in fingers") and paraesthesia ("tingling"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 29-feb-2016. At the time of the report, the pelvic pain, arthritis, menorrhagia, vulvovaginal pain, light chain analysis increased, feeling abnormal, neck pain, arthralgia and pain in extremity outcome was unknown and the vaginal haemorrhage, fatigue, abdominal distension and paraesthesia had resolved. The reporter considered abdominal distension, arthralgia, arthritis, fatigue, feeling abnormal, light chain analysis increased, menorrhagia, neck pain, pain in extremity, paraesthesia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 10-jun-2013: total bilateral occlusion healthcare provider told that the hsg couldn't be performed due to cervix on 29may2013. Two to three coils were present bilaterally at the end of the hsg procedure( per mr). Most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff fact sheet and medical records, new reporter information, historical and concomitant condition, patient demographic information, lab data, concomitant medication, essure indication permanent birth control by bilateral occlusion of the fallopian tubes, lot number a63339, a63339,new events abnormal bleeding(vaginal, menorrhagia) from fibroid autoimmune disorder type of disorder, arthritis in knees and neck, reproductive system disorder or condition type of disorder or condition: vagina pain requiring pelvic floor therapy, blood or heart disorder/condition type: free high light chain ratios, fatigue, other injury(ies) or complication(s) bloating, brain fog, neck and knees pain and joints in finger were added .the event pain, clubbed with previous events incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), arthritis ('autoimmune disorder type of disorder:arthritis in knees and neck'), colitis ulcerative ('ulcerative colitis') and haematochezia ('blood and mucus in stool') in a 44-year-old female patient who had essure (batch no. A63339,a63339) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, ulcerative colitis, migraine headache, hypothyroidism, nasal operation, oral surgery, herpes simplex, ulcerative colitis, hypothyroidism and abortion. She was doing well with no major issues,. Previously administered products included for an unreported indication: ortho novum. Concurrent conditions included dizziness, numbness, head injury, cryocautery of cervix, foreign body in uterus, any part, abdominal pain generalized, oral pain and uterine fibroid. Concomitant products included progestogens and estrogens in combination from 1991 to 2013 for contraception as well as aciclovir (acyclovir) since 2012, levothyroxine since 2004 and mesalazine (lialda) since 2006. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue/ exhaustion"). In (B)(6) 2015, the patient experienced feeling abnormal ("brain fog") and abdominal distension ("other injury(ies) or complication(s) bloating"). In (B)(6) 2015, the patient experienced arthritis (seriousness criterion medically significant), arthralgia ("knee pain") and pain in extremity ("joint pain in fingers"). In (B)(6) 2015, the patient experienced paraesthesia ("tingling arms and up through nec, cheeks and lips"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient was found to have light chain analysis increased ("blood or heart disorder/condition type: free high light chain ratios,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("reproductive system disorder or condition type of disorder or condition: vagina pain requiring"), neck pain ("neck pain"), flatulence ("gas"), colitis ulcerative (seriousness criterion medically significant), headache ("head pain"), hypoaesthesia ("numbness in toes"), intervertebral disc degeneration ("degenerating discs"), post-traumatic stress disorder ("ptsd"), abdominal pain ("abdominal pain"), skin lesion ("lesions in my neck"), haematochezia (seriousness criterion medically significant), thyroid disorder ("thyroid to go out of wack again") and abdominal pain upper ("stomach pain") and was found to have tumour haemorrhage ("abnormal bleeding(vaginal, menorrhagia) from fibroid") and uterine leiomyoma ("ultrasound of vagina found a fibroid"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and pelvic floor therapy,. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthritis, menorrhagia, vulvovaginal pain, light chain analysis increased, feeling abnormal, neck pain, arthralgia, pain in extremity, vaginal haemorrhage, uterine leiomyoma, flatulence, colitis ulcerative, headache, hypoaesthesia, intervertebral disc degeneration, post-traumatic stress disorder, abdominal pain, skin lesion, haematochezia and abdominal pain upper outcome was unknown and the tumour haemorrhage, fatigue, abdominal distension and paraesthesia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, arthralgia, arthritis, colitis ulcerative, fatigue, feeling abnormal, flatulence, haematochezia, headache, hypoaesthesia, intervertebral disc degeneration, light chain analysis increased, menorrhagia, neck pain, pain in extremity, paraesthesia, pelvic pain, post-traumatic stress disorder, skin lesion, thyroid disorder, tumour haemorrhage, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: results: fibroid. Diagnostic results: healthcare provider told that the hsg couldn't be performed due to cervix on (B)(6) 2013. Two to three coils were present bilaterally at the end of the hsg procedure( per mr). Concerning the injuries reported in this case the following events were reported via social media: flatulence, colitis ulcerative, headache, hypoaesthesia, intervertebral disc degeneration, abdominal pain, post-traumatic stress disorder, skin lesion, thyroid disorder, abdominal pain upper. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: information from social media received: new events - gas, ulcerative colitis, head pain, numbness in toes, degenerating discs, abdominal pain, ptsd, lesions in my neck, thyroid to go out of wack again, stomach pain were added. Reporter's information, medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and arthritis ("autoimmune disorder type of disorder:arthritis in knees and neck") in a 44-year-old female patient who had essure (batch no. A63339) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, ulcerative colitis, migraine headache, hypothyroidism, nasal operation and oral surgery. She was doing well with no major issues,. Concurrent conditions included dizziness, numbness, head injury, cryocautery of cervix, foreign body in uterus, any part, abdominal pain generalized, oral pain and uterine fibroid. Concomitant products included conlunett (ortho-novum) from 1991 to 2013 for contraception as well as aciclovir (acyclovir [aciclovir]) since 2012, levothyroxine since 2004 and mesalazine (lialda) since 2006. On (B)(6) 2013, the patient had essure inserted. In february 2015, the patient experienced fatigue ("fatigue,"). In (B)(6) 2015, the patient experienced feeling abnormal ("brain fog") and abdominal distension ("other injury(ies) or complication(s) bloating"). In (B)(6) 2015, the patient experienced arthritis (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced light chain analysis increased ("blood or heart disorder/condition type: free high light chain ratios,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tumour haemorrhage ("abnormal bleeding(vaginal, menorrhagia) from fibroid"), vulvovaginal pain ("reproductive system disorder or condition type of disorder or condition: vagina pain requiring"), neck pain ("neck pain"), arthralgia ("knee pain"), pain in extremity ("joint pain in fingers"), paraesthesia ("tingling") and uterine leiomyoma ("ultrasound of vagina found a fibroid"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthritis, menorrhagia, vulvovaginal pain, light chain analysis increased, feeling abnormal, neck pain, arthralgia, pain in extremity, vaginal haemorrhage and uterine leiomyoma outcome was unknown and the tumour haemorrhage, fatigue, abdominal distension and paraesthesia had resolved. The reporter considered abdominal distension, arthralgia, arthritis, fatigue, feeling abnormal, light chain analysis increased, menorrhagia, neck pain, pain in extremity, paraesthesia, pelvic pain, tumour haemorrhage, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: fibroid. Healthcare provider told that the hsg couldn't be performed due to cervix on (B)(6) 2013. Two to three coils were present bilaterally at the end of the hsg procedure( per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc update incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.